Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery depleted from 75% to 5% while connected to a power source. The customer's blood glucose (bg) level was 347 (mg/dl). A bolus via the pump was delivered to address bg level. Reportedly the customer had an alternate pump for insulin therapy.